Event description:
It was reported that the user experienced repeated occlusion alerts with an infusion set (contact detach), with hyperglycemia observed on the ilet device; blood glucose rose to 264 mg/dl and trended upward until a supply change was performed, after which values decreased and returned to range, consistent with an obstruction of insulin flow associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided troubleshooting and education on proper infusion set application. Investigation of this case revealed an obstruction of flow, with findings indicating a deformation problem related to the connector/coupler component that resolved after the infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.